Event description:
After I ran out of older micro mint plackers, I purchased and stated a new bag of micro mint plackers and now the string (floss) of these new packages are much, much larger/thicker string and they won't go through my teeth and they pull my fillings out now. I even tried the gentle fine plackers, and they also seem big/thick/wide as well. So, I tried my old ones again and they work better, so why is the new ones bigger/thicker/wider string that won't go through my teeth (floss) as well as the old micro mint packers? I need to know what is going on?

Manufacturer narrative:
Tooth fracture and filling/crown loss are well-documented issues when using dental floss. A proper dental restoration will not come out when using flosser. The loss of a filling can occur when a dental restoration that is unsound or at the end of its life is subjected to the forces occurring during normal dental hygiene. Teeth that have improper or end-of-life dental restorations can have sharp edges which would cut and shred dental floss. The use of dental floss with an improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. The dental floss was not returned to the manufacturer, no lot number was given, so we could not perform a full investigation. At this point, before the investigation is completed, there is no indication that the flosser has malfunctioned. This is being reported because the consumer lost a dental filling which is considered a reportable event.